Event description:
The rptr stated that the implanted device broke. It was removed about one year after implantation. The physician reported that the pt was non-complaint with post operative instructions and never attended post operative visits. The physician stated that the pt had walked on the plate right away and considered that to be the cause of the breakage. The broken plate was discarded at the user facility. Integra has contacted the physician in writing to request further clinical information.

Manufacturer narrative:
The device involved in the reported incident is not available for return for evaluation. An investigation has been initiated based upon the reported information.